Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the technician did not extend the canal long enough for flap creation in the right eye, therefore, opaque bubble layer occurred. The surgeon noted mucous on the cornea following flap creation that caused a spot that was not entirely separated by the femtosecond raster pattern. The surgeon tried to lift the flap but stopped and applied a bandage contact lens. The patient will complete post-operative care and then it will be decided how to proceed with the right eye at a later date. The flap was not completely lifted.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. Review of the logfiles for the day of treatment shows no errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed. The logfile shows two successfully performed treatments. The energy was stable during treatment day. The reported treatment (right eye) could be identified in the logfile. The logfile shows that the beam control check was done fifteen minutes before laser fired instead of immediately before firing. However, treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable. The user operated surgery within the recommended energy settings. However, flap settings were thinner than recommended. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications. Most possible root cause could be thinner flap setting. The manufacturer internal reference number is: (B)(4).